Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the snap on the shoulder bag that holds the controller in place was too short to snap closed appropriately. The shoulder bag was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder bag was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the returned device passed visual examination and functional testing. The reported event could not be confirmed, the shoulder bag was able to safely secure, store and carry the controller. If information is provided in the future, a supplemental report will be issued.